Event description:
It was reported that while preparing a pneumatic drill for cleaning, the sterile processing department discovered a cut in the hose portion of the drill. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was rec'd by the MFR and the complaint was confirmed. The device eval revealed that the drill performed according to specifications, however, the hose assembly was cut. It is unk how the damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.